Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. This is an initial/final report. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device was explanted and the reason for explantation was not provided. Attempts have been made and no further information has been provided.